Manufacturer narrative:
The reported events of the connector tip ripped off the lead body and the stylet stuck in the lead connector pin were confirmed. As received, a complete lead with a partial stylet stuck was returned in two pieces. The connector pin with the crimp sleeve were found pulled out of the connector assembly stretching and separating the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The connector cap found damaged but was intact and in placed in the connector assembly. The cause of the reported events was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.

Event description:
During attempted implant, the stylet could not be removed from the left ventricular (lv) lead. Lead damage was observed. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.